Manufacturer narrative:
It was requested that the reported device be returned to the manufacturer for evaluation. If the device is received and evaluated a follow up will be submitted.

Event description:
It was reported to the company that the cuff on a 8.0 mm endotracheal tube deflated after patient intubation. The pt was successfully reintubated with a second (unspecified) tube.